Manufacturer narrative:
Product evaluation: the product was not returned for analysis and remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A doctor of ophthalmology reported that endophthalmitis was observed following an intraocular lens (iol) implant procedure. On the fourth day after surgery, the patient experienced a decrease in vision and inflammation. The inflammation was treated with ocular medication, however; the symptoms became worse and the patient had to be hospitalized and a vitrectomy was performed.

Manufacturer narrative:
Questionnaire stated possible contributing factor: patient forgot ocular instillation. Based on a review of complaints received, a signal for post-operative inflammation was identified for restor iq and restor toric iols in (B)(4). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(4) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(4) market for the identified multifocal lenses. On (B)(4) 2015 the impacted product was put on voluntary hold in the japanese market and issuance of the market caution letter. On (B)(4) 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(4) market. A corrective and preventive action has been instituted; the investigation is ongoing.

Event description:
Additional information was received indicating that the patient was aware of blurred vision and difficult seeing. The patient forgot to use the eye drop. A bacterium inspection was performed at another facility and the results were positive. It is unknown where the sample was taken from. The symptoms recovered following surgical treatment. Clinical judgement of inflammation was determined to be infectious.